Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the cypher set pedicle screw would not stop turning and not able to hand tighten. Cypher head screw head splayed open. The screw was removed and another new same size screw was used to complete the case. There were no reported patient impacts.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed for one returned cypher set screw for the failure of binding with screw. Medical records were not provided for review. Device evaluation: the closure top could not be removed from the screw tulip because it was tightly affixed and no screw driver was available in the warehouse at the time of evaluation. Closure top was affixed to the tulip at the time the item arrived in shipment. No visual deformations could be seen on the closure top. Potential cause root cause was unable to be determined. This event could possibly be attributed to off-axis forces applied during insertion or handling. DHR review and related actions the DHR could not be reviewed since the lot number is unknown. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the cypher set pedicle screw would not stop turning and not able to hand tighten. Cypher head screw head splayed open. The screw was removed and another new same size screw was used to complete the case. There were no reported patient impacts.